Event description:
It was reported to medtronic neurosurgery that prior to insertion, the surgeon attempted to prime the device, however, the valve would not fill.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.